Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer's alarm history also showed a signal too low alarm and a displayable history check failed on startup alarm occurred. The customer's blood glucose was unknown. The customer stated they did not program a temp basal prior to the unexpected restart alarm occurring. The customer declined to troubleshoot for the additional alarms. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.